Event description:
This is report 1 of 4. Report received from (B)(6) stating that there was "residue found in the sterile pack" of the device, discovered during inspection. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
Device evaluation: the customer reported four occurrences of the reported condition and returned three actual samples for evaluation.  This report is associated with an actual sample. The samples were examined by reliability engineering. Visual inspection revealed that the packaging was in good condition with no defects of the peelable or terminal seals on all four samples. The packaging was inspected under 10x magnification, and foreign material was not observed in the packaging of all four samples. Therefore, the reported condition was not confirmed. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent.